Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 37-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, and on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. After the 14 fr peel-away sheath was removed and the repositioning sheath was inserted, there was excessive bleeding from the impella site. The perclose was pulled tight, but did not resolve the issue. Perstring suture x 2 placed with minimal reduction. The physician stated that he broke the sheath before removing it from the artery. The activated clotting time (act) was 240. It was noted that the patient was on anticoagulants/antiplatelets for the procedure. The impella was removed from the patient and no further bleeding was noted. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements; however, can also be attributed to the user technique.